Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-17247. The pt received 2 scs leads with the same lot number. The pt reported her scs system was explanted approximately 2 yrs ago due to the system not agreeing with her as she would experience panic attacks.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.